Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states they are experiencing issues with our (B)(6) tubes not filling correctly. It has occurred on multiple different draws with multiple phlebotomists. The tubes seem to be underfilling. We are going to try purchasing a new lot to see if it that is the issue.

Manufacturer narrative:
Complaint (B)(4). Received 1 rack 454322/b24083pd for evaluation. Received customer picture. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative